Event description:
It was reported that during the implant procedure while the physician was slitting, they came off track and was able to re-engage and continue slitting. However, after suturing down the lead, the physician noted that the right ventricular (rv) lead was slightly bent/kinked. The impedance and threshold measurements were stable but sensing dropped. The physician did not feel any defect in the insulation when feeling the lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.